Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified bd pen needle had the protective cap unable to attach and the pen needle unable to detach from the pen during use. The following was reported by the initial reporter: "customer indicates that the protective cap is too wide. After using the needle, the customer puts the protective cap back on and then wants to unscrew the needle from the insulin pen. This only fails because the protective cap is too loose. This causes the cap to come off the insulin pen, but the needle still remains stuck. As a result, the needle has pricked itself several times because it is difficult to get it off and the protective cap comes off too easily. Client indicates that they now often have to pry the needle off without the protective cap over the needle because it is too loose."